Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, when the doctor attempted to perform the first firing, device did not fire. New reload was used and the device fired without problem. There was no patient injury.